Event description:
Customer reported the system made a snapping sound. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage power supply. System operates as intended.